Manufacturer narrative:
As reported, during the preparation of the 5x18 palmaz blue on aviator balloon expandable stent, it was found that the y valve connection at the tail end of the pb stent was broken and could not be used normally. The device was withdrawn, and the patient was not injured. The case was completed by replacing the device with a new 5x18 palmaz blue on aviator. There was no reported injury to the patient. The surgeon was trained. This occurred during a vertebral artery procedure. There was no damage to the packaging of the device. No anomalies were noted prior to use. The sds was prepped according to instructions for use (IFU) guidelines. No difficulty was noted during preparation. The stent was not manipulated during prep. The device will be returned for evaluation. A non-sterile ¿blue/aviatorplus 5x18/142p pkg¿ was received for analysis inside of a clear plastic bag. The device was unpacked to be inspected, focusing on the luer hub and no damage was observed. The balloon is not inflated. The stent is properly mounted in the manufacturing position. No damages were observed on the stent. No other outstanding details were observed. The luer hub was inspected with a vision system observing a cracked line that cannot be seen without the aid of a magnification device. The cracked area on hub presented evidence of fatigue striation. Fatigue striations found on the hub material are commonly associated with damages caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yielded strength prior to the cracked. The reported ¿luer hub cracked¿ condition was observed during magnification with a vision system. However, the exact cause of the reported event cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. Handling of the product and procedural factors likely contributed to the event reported as overtightening has been known to cause cracks in luer hubs. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the vertebral artery. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the preparation of the 5x18 palmaz blue on aviator balloon expandable stent, it was found that the y valve connection at the tail end of the pb stent was broken and could not be used normally. The device was withdrawn, and the patient was not injured. The case was completed by replacing the device with a new 5x18 palmaz blue on aviator. There was no reported injury to the patient. The surgeon was trained. This occurred during a vertebral artery procedure. There was no damage to the packaging of the device. No anomalies were noted prior to use. The sds was prepped according to instructions for use (IFU) guidelines. No difficulty was noted during preparation. The stent was not manipulated during prep. The device will be returned for evaluation.